Event description:
The novofine broken after injection [needle injury]. Case description: an officer reported that a pt experienced a broken novofine needle after injection. The broken needle remained in the pt's arm. Reportedly the pt used the needle only once. The pt had not yet recovered. Further info has been requested.